Event description:
Subsequent to the initial MDR, additional information became available. It was reported an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 09/23/2025, it was reported that while cooking dinner, the patient was contacted by her son, who had noticed on his follow app that her egv was 50 mg/dl. No mention about the behavior of her primary display (receiver and mobile) device during this time. She uses tandem tslim in modified closed loop. She mentioned she was just finishing supper, but when she went to pick something up, she sat down and couldn¿t remember what happened next. Her son went to her house and called 911. When emergency medical team (emts) arrived, they checked her blood glucose, which was around 30 mg/dl. She was given glucose tablets and transported to the hospital. In the emergency room (ER), she received IV fluids but could not recall much of what happened afterward. She stayed in the hospital for one day and reported feeling fine after discharge. The patient no longer remembered the details of the event. There was no direct allegation associated with this sensor. It was reported an unspecified malfunction/issue occurred. Data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that while cooking dinner, the patient was contacted by her son, who had noticed on his follow app that her egv was 50 mg/dl. No mention about the behavior of her primary display (receiver and mobile) device during this time. She uses tandem tslim in modified closed loop. She mentioned she was just finishing supper, but when she went to pick something up, she sat down and couldn¿t remember what happened next. Her son went to her house and called 911. When emergency medical team (emts) arrived, they checked her blood glucose, which was around 30 mg/dl. She was given glucose tablets and transported to the hospital. In the emergency room (ER), she received IV fluids but could not recall much of what happened afterward. She stayed in the hospital for one day and reported feeling fine after discharge. The patient no longer remembered the details of the event. There was no direct allegation associated with this sensor. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.